Event description:
A review of service data detected a reportable event. During servicing electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to multiple pins on processor u713 being out of specification on the distribution node pca. The root cause for the defective u713 processor could not be positively identified. No adverse event resulted from the defective component.